Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced palpitations and presented to the emergency room. Upon device check, the logbook noted that pacemaker mediated tachycardia occurred. Therefore the patient was admitted. No additional adverse patient effects were reported.